Manufacturer narrative:
(B)(4). The reported condition was confirmed and duplicated. The assignable cause was depleted main batteries. The main batteries and harness have been replaced. A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump that "will not hold charge." This condition was found in the biomedical department upon power up. However upon review of the event history, quality engineering determined that the event occurred during delivery on (B)(6) 2010 at 10:48:35 on channel a., causing an interruption. The facility representative stated that there was no patient involved and no reports of patient injury or medical intervention. No additional information is available. The user interface module master software version is 6.13.90, categorized as remediated.

Manufacturer narrative:
(B)(4). A trend review has been performed and there have been similar reports made to baxter. The root cause will continue to be investigated through CAPA (corrective and preventive action) mdq-CAPA (B)(4).